Event description:
In my most recent visit to the center, the physician reported that the lead implanted on (B)(6) 2023, when evaluated in the post-implantation visit, presented intermittent capture failures despite presenting good impedance and sensing values. It was scheduled for (b)(B)(6) a re-intervention to try to replace the lead, and after a few attempts the failure of intermittent capture remained. Therefore, the physician chose to explant the lead and implant a new one.

Manufacturer narrative:
Summary investigation: the manufacturing process of the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. A cut was observed at l=174 mm from the connector pin, approximately at the location of the suture sleeve, indicating that it occurred during the reintervention or explantation procedure. Given the amount of blood observed along the lead body, it is likely that this occurred during the reintervention on (B)(6) 2023. All electrical, mechanical, and dimensional measurements were within specifications. Based on provided information, the physician confirmed that the lead was dislodged from its initial septum position due to x-rays. However, since no x-rays were provided it was not possible to confirm it with certainty. Lead dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
In my most recent visit to the center, the physician reported that the lead implanted on (B)(6) 2023, when evaluated in the post-implantation visit, presented intermittent capture failures despite presenting good impedance and sensing values. It was scheduled for (B)(6) 2023, a re-intervention to reposition the lead, but after few attempts the intermittent loss of capture capture remained. Therefore, the physician chose to explant the lead and implant a new one.